Event description:
It was reported that a patient received a 2nd degree burn on their right hand after a MRI exam. Based on the information received, the cause was the patient having a small piece of metal in their right hand.